Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).

Manufacturer narrative:
A DHR review cannot be completed as lot information was not provided. Additional investigation cannot be completed as the device was not returned. Lucira health will continue to monitor trends related to false positive results. A root cause cannot be determined at this time, as investigation cannot be completed.

Event description:
Two devices were reported as having false positive results. Complaintant performed additional pcr testing resulting in a negative result. The complaint devices were not returned, and no lot information was provided.

Event description:
The complaint alleges a (B)(6) result occurred.